Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient experienced ovarian cyst. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced vaginal itching.

Manufacturer narrative:
Date sent to the FDA: 07/17/2017. Patient codes: (B)(4)urinary problems, recurrence. It was reported that the patient underwent mesh revision on (B)(6)2010 by dr.(B)(6) at (B)(6) center of(B)(6). It was reported that the patient underwent attempted mesh trimming on (B)(6)2010. It was reported that following the insertion the patient experienced infection, urinary problems and recurrence.